Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was jammed onto the bushing. The prongs were locked into the capsule. The control wire had multiple kinks and was detached from the cross pin. The cross pin was detached from the slider, and was not returned. It was noted that the sheath grip was detached from the over sheath, and was not returned. Product analysis confirmed the reported complaint. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the jejunum during a small bowel enteroscopy with active arteriovenous malformation (avm) bleed procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The control wire came out from the handle, which was then cut to facilitate removal of the pediatric colonoscope from the patient. The physician pulled on the catheter to remove the clip from the mucosa, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the jejunum during a small bowel enteroscopy with active arteriovenous malformation (avm) bleed procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The control wire came out from the handle, which was then cut to facilitate removal of the pediatric colonoscope from the patient. The physician pulled on the catheter to remove the clip from the mucosa, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.